Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device has a bent front panel. Internal damages found with the input manifold retaining screws bent and the timing valve cap is nicked. The customer stated problem was not duplicated. Device cycled properly for approximatively 1 hr. The cause of the reported problem could not be determined.

Event description:
It was reported that the device was not cycling.